Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and relay board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a fast stop error message during a case. No patient injury was reported.